Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a combined cataract and vitrectomy procedure, a system advisory displayed and the cutter did not work. The cataract portion of the case was completed, however, the vitrectomy portion was not completed. A secondary vitrectomy procedure was performed three days later. Additional information has been requested.

Manufacturer narrative:
The customer reported a system message [sm] (cutting errors; valves have high transition faults (failed to open). Cutting functions will be disabled) displayed during surgery and vitrectomy probe cutter did not work. A cataract and vitrectomy surgery was planned. The cataract surgery was completed. The vitrectomy surgery was started and while the peripheral area was being treated, the cutter stopped. The system was restarted but wouldn¿t recover. The eye was filled with balanced salt solution (bss) and the surgery was canceled. The case was completed when the second surgery was performed on (B)(6) 2017 with another system. The peripheral area was treated and laser was performed. The surgery was completed. The eye was filled with bss. No patient harm was reported. Additional information was obtained from the surgeon on 28-jun-2017 noting the patient¿s primary disease was proliferative diabetic retinopathy. The company service representative examined the system and confirmed the problem reported. The pneumatic module was replaced. The system was then tested and met all product specifications. The system was manufactured on may 9, 2017. Based on qa assessment, the product met specifications at the time of release. A pneumatics module was received and a visual assessment of the returned sample revealed the front plate manifold was cracked. The module was then installed into a calibrated system for functional testing. After boot-up, no sms displayed. When the vitreous cutter was activated the reported sm would display. Troubleshooting isolated the issue to two incorrectly seated proportional valves (l11 and l14) in the w132 cable assembly. Once these valves were reseated the module was able to boot-up and operate without system messages. The root cause of the reported event can be attributed to two incorrectly seated proportional valves (l11/l14) in the w132 cable assembly. (B)(4).

Manufacturer narrative:
(B)(4).